Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. The complaint states that "cgm accuracy" was reported. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 05/04/2025, it was reported that the patient experienced a cgm accuracy issue. At around 1pm while the patient was at church, he began to feel ¿weird¿. He could not hear other people talking, has was nauseous, was ¿fading out¿ and ¿fainted¿. The patient¿s cgm was reading 117 mg/dl. The patient did not have a bg meter with him to use for a comparison value. The patient was wearing an omnipod insulin pump. Emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was reading 240 mg/dl, and the bg meter was reading 50 mg/dl. The patient was transported to the ER and was treated with a glucagon injection. The patient was discharged home around 7pm the same day. The patient was ¿doing well¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems came, the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The complaint states that "cgm accuracy" was reported. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue. At around 1pm while the patient was at church, he began to feel ¿weird¿. He could not hear other people talking, has was nauseous, was ¿fading out¿ and ¿fainted¿. The patient¿s cgm was reading 117 mg/dl. The patient did not have a bg meter with him to use for a comparison value. The patient was wearing an omnipod insulin pump. Emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was reading 240 mg/dl, and the bg meter was reading 50 mg/dl. The patient was transported to the ER and was treated with a glucagon injection. The patient was discharged home around 7pm the same day. The patient was ¿doing well¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems came, the reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional event or patient information is available.